Event description:
The customer reported to vyaire medical that ltv 2200 ventilator is continuously alarming "check circuit". The customer confirmed that there was no patient involvement and the reported issue occurred during set-up before patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.